Manufacturer narrative:
Investigation summary: one used 2204-0007 tubing set wat received and analyzed with the customer's complaint of damaged component/leak. The tubing was primed and the leak at the top of the silicone pump segment was immediately noticed. The hole in tubing was analyzed under a high-power digital microscope and there was a small pinhole tear in tubing. The complaint was verified but the root cause of this issue remains unknown due to the issue most likely occurring during use not during production. This failure has been seen in the past as a result of improper loading when preparing tubing for infusion in pump. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatimit was reported by the customer that here was a small hole in the pump segment of IV line that resulted in leakage of medication on the pt and on the pump.